Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The user interface was replaced. The customer returned user interface and it was determined the root cause was a bonding failure of the power overlay that caused the layers to become separated. This caused the connection between the power button led to the traces in the power overlay to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a power led failed. The customer reported that the device was in clinical use when the issue was discovered, however, there was no patient or user harm.